Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 532mg/dl. The customer experienced symptoms such as nausea and short of breath. The customer was treated with IV insulin. Customer stated that they had ketones and diabetic ketoacidosis. The customer was wearing the insulin pump during the hospitalization. The customer was also assisted with troubleshooting the insulin pump and found the pump to be working as designed. Customer declined to troubleshoot for high blood reading. The insulin pump will not be returned for analysis.